Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 120 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 237 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.